Manufacturer narrative:
(B) (4).

Event description:
Procedure: lap chole. According to the reporter, after use, while attempting to remove the device, it felt stuck. It was found that the tip of the shaft was bent. The device could be removed without damage to tissue. There was no bleeding or tissue damage, and nothing fell into the patient cavity. The procedure was not extended more than 30 minutes. No further patient info available.